Event description:
It was reported that the patient developed high pacing thresholds on the right ventricular (rv) lead and the left ventricular (lv) lead. The rv lead was capped and replaced and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product: (B)(4) biv defibrillator 2012 (B)(6); 4196 non defib lead 2012 (B)(6); 5076 non defib lead 2012 (B)(6). (B)(4).